Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿technical and clinical results of prophylactic coiling of infrarenal aortic side branches during endovascular aneurysm repair¿ barb a, hatzl j, murtaja a, bischoff s, bocker d journal of vascular surgery 82:1215-25. Https://doi.org/10.1016/j.jvs.2025.05.030. A.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿technical and clinical results of prophylactic coiling of infrarenal aortic side branches during endovascular aneurysm repair´ the time frame of this study was over a four-year period. Endurant and non-mdt stent grafts were implanted in 187 patients who underwent elective treatment of a aaa or pau using evar on unknown dates. 26 % of the patient population also underwent prophylactic coil embolization.  The following adverse events occurred: aaa sac expansion, intervention due to unknown causes no further information was provided pertaining to medtronic products.